Event description:
This pt underwent a left total knee in 2000. The pt has had pain since that surgery. X-ray shows possible polyethylene problem. The pt was admitted to this facility for revision of the left total knee. Intraoperatively, scar tissue was found to be impinging in the joint; this was debrided. The tibial component was also removed and replaced.